Event description:
A 76 yr old female undergoing percutaneous transluminal coronary angioplasty and stent placement. Initial stent was lost in the right coronary artery. Stent became detached from the delivery system and was not deployed. The stent is a multilink guidant acs viking, judkins right. After subsequent balloon and stent deployment the pt was returned to room in good condition. Discharged from the hospital the next day.